Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba revealed no signs of damage or contamination. The cpu board was installed in an fi test ventilator. The ventilator was started up in normal ventilation mode on ac with the battery disconnected and delivered breaths without errors occurring. The ventilator¿s power was cycled every 30 seconds for at least one hour. During power cycling, the cpu board was heated up to about 50c ¿ in particular the area that generates and monitors the speaker alarm (around u29, u34, u35, u38, u39, u55) no errors occurred and no failure was found.

Manufacturer narrative:
(B)(6)

Event description:
The manufacturer's international service technician reported the occurrence of e/c 1102 (primary alarm malfunction) during servicing. There was no patient involvement.